Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, the pt developed an infection around the implant package. The device was explanted in 2007. The surgeon plans to reimplant the pt with a new device in 3 months.